Event description:
It was reported the patient was needing a revision due to an issue with the leads and it was decided to change out the battery as well as it had been there since 2006. An x-ray of the kidneys, ureter and bladder (kub) showed detachment of one of the leads; it was noted it was not functioning. The patient was on anti-rejection medications for her kidneys and the medications were modified on a sliding scale to fix the problem with the gastric device. The earliest date noted for the event was (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).